Event description:
It is reported by the nurse that the handle fell into pieces during a surgery procedure. Nothing fell onto the operative field or the patient. A replacement was available to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that elastosil handle large ao coupling disengaged could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The disengagement was probably caused by applying strikes on the sleeve. Note: strikes can cause vibrations / oscillations which lead in frictional connections. Due to coulomb's law, a frictional connection fails when the tangential force exceeds the maximum adhesive force. Vibrations cause oscillatory roll movements, this in turn leads to fatigue fretting and micro sliding of the connection. At supercritical oscillation amplitudes a continuing shift is initiated, and there is a complete sliding of the contact (so called induced microslip-motion). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by the nurse that the handle fell into pieces during a surgery procedure. Nothing fell onto the operative field or the patient. A replacement was available to complete the surgery.